Event description:
Customer's mother reports that customer received a no delivery alarm. Customer's blood glucose was 304 mg/dl. Customer was sleeping and could not troubleshoot. Caller reports that reservoir and infusion set change solved the issue. Caller was advised to call before attempting to troubleshoot on her own in order to determine the problem. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).